Manufacturer narrative:
Investigation included customer interview, review of device history information as available from lot details, and user-guided troubleshooting. Investigation of this case revealed leakage localized to the cartridge interface that did not recur when new supplies were used, consistent with a component performance issue limited to the original supplies. It was concluded that the event was attributable to a malfunction of disposable components, with normal function restored after replacement, and no injury.

Event description:
It was reported that the user experienced two supply changes during which the cartridge leaked from the back while using a cd infusion set and specific lots of connect adaptors and cartridges, and the user was able to complete a successful supply change after switching to new supplies from a different box. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped and successful completion of therapy setup after user troubleshooting and education.